Event description:
It was reported that no capture could be obtained on the atrial lead. The atrial lead was reprogrammed to minimum output setting for sensing only, and to maintain atrioventricular sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-58 lead, implanted (B)(6) 2009; 4196-88 lead, implanted (B)(6) 2009. (B)(4).